Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6) hospital. Event site address: (B)(6). Event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the getinge fse that during inspection the cs100 intra-aortic balloon pump (iabp) an automatic inflation malfunction was discovered, which was determined to be a safety disc malfunction. There was no patient involved.